Manufacturer narrative:
(B)(4).

Event description:
The pt developed dementia and was unable to follow directions to change the implantable neurostimulator at appropriate intervals. The device became overdischarged. Physician mode recharges were done and the pt was sent home to charge. The device was also reprogrammed. When the pt was seen in the office the physician programmer displayed an end of service message. The inability to charge regularly caused permanent inactivation of the device. The system was explanted (B)(6) 2010. The pt experienced tenderness at the lead sites associated with the event. The pt recovered without sequela.